Manufacturer narrative:
(Overcurrent condition) the evaluation determined that the reported event was due to damage to the control board. The damage was attributed to an overcurrent condition. The cause is product design (software).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that, when the ar-8305 console is powered on, a "critical error message" displays and a burning smell comes out of the device. No case involvement.

Manufacturer narrative:
(Overcurrent condition) the evaluation determined that the reported event was caused by damage to the control board. The damage was attributed to an overcurrent condition.